Event description:
The complainant reported an under-delivery of feeding for a female baby, with a medical history of developmental delay, pulmonary problem, gastrostomy for inability to feed orally, and on oxygen 24 hours/day. The patient has no condition or other known metabolic disorders that could have caused hypoglycemia. The patient was receiving feedings by a companion clearstar pump. The pt was intended to receive 100 ml/hour over 2 hours. The amount hung was 240 ml. It was reported that the patient received only 100 ml instead of 200 ml for two feedings. The pump alarmed empty. The pump was replaced. The patient blood glucose levels were not tested. The patient's father reported that the infant was grumpy in the morning; oxygen saturation was good overnight. The pump will be returned to the affiliate's service center for evaluation. There was no report of serious injury or illness associated with the complaint, however, an under-delivery of 50% could result in a serious injury or illness should it recur in a patient at risk for hypoglycemia if the under-delivery went undetected.

Manufacturer narrative:
H3: the lab evaluation of the device will be sent as a follow up report when it is received.